Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+ and effusion prior to the procedure. It was noted the mean pressure gradient was 1mmhg. During the preparation of the xtw clip, it was noted the device was difficult to flush. The device was prepped per the instructions for use (IFU). However, a large amount of bubbles needed to be flushed out. The issue was able to be resolved and the device was inserted into the patient's anatomy. Due to the increase in gradient, the device was removed and replaced. An xt clip was then prepared. During preparation, an extensive amount of air bubbles as observed. The issue was able to be resolved and the device was inserted into the anatomy. After inserting the clip, it noted the dc fastener has loosened and the dc handle had advanced forward, touching the lateral wall. The clip was then implanted, reducing mr to a grade of <1. However, the gradient increased to 7mmhg. Although the gradient increased to 7mmhg, the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The following day, the mean pressure gradient decreased to 4-5mmhg.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+ and effusion prior to the procedure. It was noted the mean pressure gradient was 1mmhg. During the preparation of the xtw clip, it was noted the device was difficult to flush. The device was prepped per the instructions for use (IFU). However, a large amount of bubbles needed to be flushed out. The issue was able to be resolved and the device was inserted into the patient's anatomy. Due to the increase in gradient, the device was removed and replaced. An xt clip was then prepared. During preparation, an extensive amount of air bubbles as observed. The issue was able to be resolved and the device was inserted into the anatomy. After inserting the clip, it noted the dc fastener has loosened and the dc handle had advanced forward, touching the lateral wall. The clip was then implanted, reducing mr to a grade of <1. However, the gradient increased to 7mmhg. Although the gradient increased to 7mmhg, the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The following day, the mean pressure gradient decreased to 4-5mmhg.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.